Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown, additionally the contact was unable to confirm if the touchscreen was functional due to the severity of the crack. Customer¿s blood glucose was 165 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.